Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx5-ps, (B)(4) is approximately 6 years (B)(4) old. The user manual part number 1114809 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has a preexisting condition of paralysis, the extent is unknown. Their medication regimen is unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The footplate hinge allegedly broke when the consumers foot was resting on the footplate. The weld allegedly broke where the tube portion attaches to the angled portion. Consumer is paralyzed. No injury alleged.